Manufacturer narrative:
The reported event is confirmed - cause unknown. Visual evaluation of the returned sample noted one opened (no original packaging present), arctic gel pad kit present. All four pads were returned. Visual inspection of the pad surface noted no obvious visible observations such as cuts or tears in the foam. Visual inspection of the clear connectors noted no visible chips or deformities at the ends of all connectors. Visual inspection of the tubing for all the pads noted no kinks. Zippered sample container bags were adhered to the hydrogel of the returned pads to simulate a liner replacement. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. The actual/suspected device was inspected.

Event description:
It was reported that the arctic gel pads were stopped because of low flow rate during the treatment. They replaced it with another device and ran it and the same problem occurred. After that the gel pads were replaced and the issue resolved. According to the last low flow result report, it was caused by overheating of materials during lamination process.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic gel pads were stopped because of low flow rate during the treatment. They replaced it with another device and ran it and the same problem occurred. After that the gel pads were replaced and the issue resolved. According to the last low flow result report, it was caused by overheating of materials during lamination process.